Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50 ,serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was no longer experiencing pain and decided to have device removed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.